Manufacturer narrative:
Concomitant medical products: 900sfc228 heart band, implanted: (B)(6) 2019; t510c29 tissue valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted atrial undersensing on stored electrograms and low p-waves. Also noted was that an atrial lead position check failed. There was also a lead impedance warning on the left ventricular lead. Both the atrial and the left ventricular leads remain in use. No patient complications have been reported as a result of this event.